Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Testing of actual/suspected device: a getinge field service engineer (fse) discovered this during preventive maintenance testing, confirming the event. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Additional information has been received clarifying that this event is a duplicate to the events reported within medwatch 2249723-2022-00614. Any additional information received for this event will be reported under the aforementioned medwatch report. As a result, no follow up emdr is necessary, as this duplicate event will be cancelled in our database. Please cancel in your database.

Event description:
N/a